Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 120 mg/dl and sensor glucose was 68 mg/dl at the time of incident when it triggered threshold suspend. The customer reported that the insulin pump went into basal suspend and it shut itself off. Customer realized that the insulin pump was not accurate and restarted it. It was explained that the sensor glucose vs. Blood glucose issue was mostly caused by sensor movement. The sensor will be returned for analysis.